Manufacturer narrative:
Additionally implanted excluder devices: - pxc201400/9683011. - pxc201200/9478552. Results pending completion of manufacturing and explant evaluations.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 84mm in diameter, and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. Between (B)(6) 2014, periodic follow-up computed tomographic angiography confirmed a persistent type ii endoleak with aneurysmal enlargement to 87mm in diameter. An attempt to treat the type ii endoleak during this period with coil embolization was unsuccessful. On (B)(6) 2014, the patient underwent open aortic repair to treat a persistent type ii endoleak originating from paired lumbar vessels at the aortic bifurcation. The right iliac limb of the existing stent graft system was explanted to allow access to the lumbar vessels. The vessels were under-run with suture, and the vasculature was repaired with a dacron limb.

Manufacturer narrative:
No failure detected; a review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysmal enlargement, and surgical conversion.